Event description:
It was reported that the patient presented to the emergency room with the lead alert toning. It was determined the superior vena cava impedance of the right ventricular lead was high. There had been a gradual rise in the impedance over time with no spikes noted. The alert parameters were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).